Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. Upon deploying clips, they were malformed, partially formed. This occurred several times and the surgeon decided to change to a new device. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Empty, orange indicator over-traveled. The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. In addition, the orange indicator was found over-traveled. The final quality release criteria were met before this batch was released for distribution.